Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator and leads had been explanted previously due to infection. The patient had x-rays performed that indicated there were electrodes present and "about 3-5 cm of lead shaft in place"; however, it was indicated there was no visibility of a full generator or lead shaft. Device history records were reviewed for the generator and lead and sterility was confirmed for both products. Both products passed all functional specifications and quality tests prior to distribution. No further relevant information has been received to date. Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.